Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the caller wanted to know how to turn the stimulation back on. The patient had hip surgery on friday 2-3 weeks ago. It was unrelated to the device or therapy. The patient has had return of symptoms since the surgery. She is constantly having to go to the bathroom and has no control. Caller wants to make sure the stimulation is turned on. The caller was not able to do troubleshooting to see if the stimulation was on or off. Walked caller verbally through how to check the settings to see if stimulation is on or off and how to turn it back on when patient is in a better place to troubleshoot. Told caller if she has questions she can call back.